Event description:
It was reported that the pump exhibited a false upstream occlusion alarm. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date received by mfg; 1/24/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. During testing the device was working as intended. It was found in the event history log multiple upstream occlusion alarms. The device was found out of calibration, it was recalibrated.